Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system was found to be fully functional. There were no case parts returned for evaluation.

Event description:
Medtronic received information that regarding an imaging system being used outside of a procedure. It was reported that when trying to move the system, it wouldn't drive. Site restarted the system and the issue resolved. This was reported outside of a clinical environment with no patient present.